Event description:
It was reported that while trying to flush a patient's PICC line with a bd posiflush 10 ml saline filled syringe that the nurse felt great resistance in pushing the plunger to the end of the syringe barrel and was only able to prime the PICC line with 2-3 ml of saline. The patient's PICC line was removed to check for blockage. It was confirmed by the nurse that the PICC line was not blocked.

Manufacturer narrative:
The sample was received for evaluation on (B)(4) 2014 and is currently being investigated. Upon completion of the investigation, a supplemental report will be filed. A quality notification review was done on the reported lot number 4126516 and no irregularities were found.